Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level was about 300mg/dl. Troubleshoot was conducted. The customer states the alarm was resolved by complete set and infusion change. The customer states the pump alarmed for no delivery when set was changed. No further information provided.